Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain/ pelvic area") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (live birth on (10-dec-1996)), miscarriage, rheumatoid arthritis, appendectomy, tonsillectomy and cesarean section. Previously administered products included for birth control: oral contraceptive nos from 1989 to 2006; for an unreported indication: methotrexate from 2003 to 2005. Concurrent conditions included sulfonamide allergy, irregular menstruation, fibroids, smoker (probably a pack of cigarettes per day and has for the last 23 years (which means she apparently started smoking at age 13).) And fibromyalgia. Concomitant products included etanercept (enbrel) from 2010 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, 11 months 23 days after insertion of essure (ess205), the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), nausea ("nausea"), the first episode of dysmenorrhoea ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea"), uterine leiomyoma ("multiple uterine leiomyoma"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), urinary tract disorder ("urinary problem and changes"), abdominal pain ("abdominal area pain") and back pain ("lower back area pain"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy(partial) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain and back pain had resolved, the last episode of dysmenorrhoea, vaginal haemorrhage and menorrhagia was resolving and the uterine leiomyoma, dysfunctional uterine bleeding, bladder disorder, urinary tract disorder, nausea, vaginal discharge, depression and anxiety outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysfunctional uterine bleeding, menorrhagia, nausea, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). The reporter commented: she underwent total hysterectomy due to complications reported from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea,dysfunctional uterine bleeding ,multiple uterine leiomyoma. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Reporter's information was updated. Events added: depression, mental anguish, abdominal area pain, lower back area pain. Outcome of following events were updated from unknown to recovering/ resolving: abnormal bleeding, dysmenorrhea and pain to recovered/ resolved. Treatment drug was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/ pelvic area') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1 (live birth on ((B)(6) 1996)), miscarriage, rheumatoid arthritis, appendectomy, tonsillectomy and cesarean section. Previously administered products included for birth control: oral contraceptive nos from 1989 to 2006; for an unreported indication: methotrexate from 2003 to 2005. Concurrent conditions included sulfonamide allergy, irregular menstruation, fibroids, smoker (probably a pack of cigarettes per day and has for the last 23 years (which means she apparently started smoking at age 13).) And fibromyalgia. Concomitant products included etanercept (enbrel) from 2010 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"), 11 months 23 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), nausea ("nausea"), menstrual cramps ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), urinary tract disorder ("urinary problem and changes"), abdominal pain ("abdominal area pain"), back pain ("lower back area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complications-yes") and was found to have uterine leiomyoma ("multiple uterine leiomyoma"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy(partial) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain and genital haemorrhage had resolved, the dysmenorrhea, vaginal haemorrhage and menorrhagia was resolving and the uterine leiomyoma, dysfunctional uterine bleeding, bladder disorder, urinary tract disorder, nausea, menstrual cramps, vaginal discharge, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysfunctional uterine bleeding, genital haemorrhage, menorrhagia, menstrual cramps, nausea, pelvic pain, post procedural complication, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and dysmenorrhea to be related to essure (ess205). The reporter commented: she underwent total hysterectomy due to complications reported from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea,dysfunctional uterine bleeding ,multiple uterine leiomyoma." Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event gen. Abnormal bleeding & post procedural complication were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/ pelvic area') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1 (live birth on (B)(6) 1996), miscarriage, rheumatoid arthritis, appendectomy, tonsillectomy and cesarean section. Previously administered products included for birth control: oral contraceptive nos from 1989 to 2006; for an unreported indication: methotrexate from 2003 to 2005. Concurrent conditions included sulfonamide allergy, irregular menstruation, fibroids, smoker (probably a pack of cigarettes per day and has for the last 23 years (which means she apparently started smoking at age 13).) And fibromyalgia. Concomitant products included etanercept (enbrel) from 2010 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"), 11 months 23 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), nausea ("nausea"), menstrual cramps ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), urinary tract disorder ("urinary problem and changes"), abdominal pain ("abdominal area pain"), back pain ("lower back area pain"), genital haemorrhage ("gen. Abnormal bleeding") and post procedural complication ("post removal complications-yes") and was found to have uterine leiomyoma ("multiple uterine leiomyoma"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy(partial) with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain and genital haemorrhage had resolved, the dysmenorrhea, vaginal haemorrhage and menorrhagia was resolving and the uterine leiomyoma, dysfunctional uterine bleeding, bladder disorder, urinary tract disorder, nausea, menstrual cramps, vaginal discharge, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysfunctional uterine bleeding, genital haemorrhage, menorrhagia, menstrual cramps, nausea, pelvic pain, post procedural complication, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and dysmenorrhea to be related to essure (ess205). The reporter commented: she underwent total hysterectomy due to complications reported from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea,dysfunctional uterine bleeding, multiple uterine leiomyoma. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2021: quality safety evaluation of ptc(product technical complaint). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain / pain") in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 1 (live birth on ((B)(6) 1996)), miscarriage, rheumatoid arthritis, appendectomy, tonsillectomy and cesarean section. Previously administered products included for birth control: oral contraceptive nos from 1989 to 2006; for an unreported indication: methotrexate from 2003 to 2005. Concurrent conditions included sulfonamide allergy, irregular menstruation, fibroids, smoker (probably a pack of cigarettes per day and has for the last 23 years (which means she apparently started smoking at age 13).) And fibromyalgia. Concomitant products included etanercept (enbrel) from 2010 to 2017. In (B)(6) 2006, the patient had essure (ess205) inserted. In 2007, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), bladder disorder ("bladder disorder"), nausea ("nausea") and the first episode of dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced the second episode of dysmenorrhoea ("dysmenorrhea"), uterine leiomyoma ("multiple uterine leiomyoma"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and urinary tract disorder ("urinary problem and changes"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2010. At the time of the report, the pelvic pain and abdominal pain lower had resolved and the last episode of dysmenorrhoea, uterine leiomyoma, dysfunctional uterine bleeding, vaginal haemorrhage, menorrhagia, bladder disorder, urinary tract disorder, nausea and vaginal discharge outcome was unknown. The reporter considered abdominal pain lower, bladder disorder, dysfunctional uterine bleeding, menorrhagia, nausea, pelvic pain, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, the first episode of dysmenorrhoea and the second episode of dysmenorrhoea to be related to essure (ess205). The reporter commented: she underwent total hysterectomy due to complications reported from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea,dysfunctional uterine bleeding ,multiple uterine leiomyoma. Most recent follow-up information incorporated above includes: on 27-feb-2018: plantiff fact sheet & medical record received. Events abnormal bleeding (vaginal, menorrhagia), bladder or urinary problems or changes, nausea, dysmenorrhea (cramping), pain, vaginal discharge. Are added. Lab data updated. Concomitant conditions & drugs are added. Historical condition and drugs are added. Product , patient & reporter information updated. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain / pain/ pelvic area') in a 34-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida ii, parity 1 (live birth on ((B)(6) 1996)), miscarriage, rheumatoid arthritis, appendectomy, tonsillectomy and cesarean section. Previously administered products included for birth control: oral contraceptive nos from 1989 to 2006; for an unreported indication: methotrexate from 2003 to 2005. Concurrent conditions included sulfonamide allergy, irregular menstruation, fibroids, smoker (probably a pack of cigarettes per day and has for the last 23 years (which means she apparently started smoking at age 13).) And fibromyalgia. Concomitant products included etanercept (enbrel) from 2010 to 2017. On (B)(6) 2006, the patient had essure (ess205) inserted. On (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain lower ("lower abdomen pain"), 11 months 23 days after insertion of essure (ess205). In (B)(6) 2007, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal/ abnormal bleeding(vaginal)"), menorrhagia ("menorrhagia/ abnormal bleeding (menorrhagia)"), bladder disorder ("bladder disorder"), nausea ("nausea"), menstrual cramps ("dysmenorrhea (cramping)") and vaginal discharge ("vaginal discharge"). In (B)(6) 2007, the patient experienced depression ("depression") and anxiety ("mental anguish"). On an unknown date, the patient experienced dysmenorrhea ("dysmenorrhea"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), urinary tract disorder ("urinary problem and changes"), abdominal pain ("abdominal area pain"), back pain ("lower back area pain"), genital haemorrhage ("gen.abnormal bleeding") and post procedural complication ("post removal complications-yes") and was found to have uterine leiomyoma ("multiple uterine leiomyoma"). The patient was treated with paracetamol (acetaminophen) and surgery (hysterectomy(partial) with bilateral salpingectomy). Essure (ess205) was removed on 8-feb-2010. At the time of the report, the pelvic pain, abdominal pain lower, abdominal pain, back pain and genital haemorrhage had resolved, the dysmenorrhea, vaginal haemorrhage and menorrhagia was resolving and the uterine leiomyoma, dysfunctional uterine bleeding, bladder disorder, urinary tract disorder, nausea, menstrual cramps, vaginal discharge, depression, anxiety and post procedural complication outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, anxiety, back pain, bladder disorder, depression, dysfunctional uterine bleeding, genital haemorrhage, menorrhagia, menstrual cramps, nausea, pelvic pain, post procedural complication, urinary tract disorder, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and dysmenorrhea to be related to essure (ess205). The reporter commented: she underwent total hysterectomy due to complications reported from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: results: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: dysmenorrhea,dysfunctional uterine bleeding, multiple uterine leiomyoma. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event gen.abnormal bleeding & post procedural complication were added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for contraception. The occurrence of additional non-serious events is detailed below. In (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea"), uterine leiomyoma ("multiple uterine leiomyoma") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). The patient was treated with surgery (underwent total hysterectomy). At the time of the report, the pelvic pain, dysmenorrhoea, uterine leiomyoma and dysfunctional uterine bleeding outcome was unknown. The reporter considered dysfunctional uterine bleeding, dysmenorrhoea, pelvic pain and uterine leiomyoma to be related to essure (ess205). The reporter commented: she underwent total hysterectomy due to complications reported from the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2007: confirmed essure device was successfully occluded. Company causality comment: incident~ no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.